Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify: surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was probably in the last month or so patient noticed they were getting like an electrical shock. It started out like a twitch, and then their left leg did it and now the whole body did it. Patient was wondering if ins could be causing it because it jerked really hard like having a spasm. The implant was not on and was not charged, patient had not used therapy in months. Patient had one fall, face first, out of their yard, over snow. The fall was like 2 weeks ago. Patient also reported since implanted in 2024 patient suspected that hcp put the lead on the wrong nerve because when patient turned it on, the right side of the rib cage felt like someone just beat the patient. It just throbbed. Therefore, pt was not using the therapy. Patient said they will try charging it again. Patient was redirected to hcp.